Event description:
It was reported that the patient was experiencing inadequate stimulation. All device components were explanted. The patient was doing well postoperatively, and the explanted devices were discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a couple years ago prior from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 18659175.